Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency treatment procedure was completed as planned with the user operating the tilt down button, which resulted the movement stopped. The philips rse discussed the issue with the customer that the table had suddenly tilted upward and could not duplicate the reported issue. Upon further analysis, it was determined that the user may have accidentally pressed the table tilt button. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the information received, the procedure was completed as planned and the issue arose due to an error on the user's part, as the table tilt button was inadvertently pressed, so there were no system malfunctions, the issue happens from user error, specifically due to insufficient training in the process. This event would not be reportable. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's table tilted on its own without any command. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.